Event description:
The pt "received a little too much morphine" and the pump was turned off. The pt had apparently presented to the emergency room. The pt did not experience overdose; the pt was sedated but still breathing and responsive. The hcp stated that "the pt had other illnesses as well". The concentration and dose of morphine were unk. Pt identifiers were not provided due to confidentiality. The pt is reportedly doing fine.